Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after customer filled the pump with 280 units of insulin. Reportedly, customer reloaded the same cartridge and resumed insulin successfully. Customer's blood glucose level was 303 mg/dl.